Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2280 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that introducer needle was broken. The device was not used on a patient. No other information provided.